Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 40000-07t because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 sec 20dp, texium & hanger v/nv sets had white, foreign residue on their male luer connectors. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "it was reported that there is white residue on the male leur connector. "Verbatim: I have 6 more sets sitting on my desk with the same concern"